Event description:
It was reported that return of the generator is not expected. No further relevant information has been received to date.

Event description:
During a periodic review of the manufacturer's available programming history, it was identified that high impedance was detected on the patient's m103 generator on the date it was replaced. Impedance was ok on the replacement m106 generator although the lead wasn't replaced. Per the implant card, the generator was replaced due to low battery and programming data found that the generator's "intensive follow-up indicated" indicator was triggered (ifi-yes). Follow-up with the surgeon found that although high impedance was identified pre-operatively to the generator replacement, it was okay multiple times after generator replacement and therefore he decided to close the patient without lead replacement. No further relevant information has been received to date. No further known surgical intervention has occurred to date. The explanted m103 generator has not been received to date.